Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on the afternoon of (B)(6) 2012, the patient obtained a blood glucose level of 37 mg/dl and she experienced the symptoms of shaking and sweating. The patient administered self-treatment by consuming juice; her subsequent blood glucose reading was 97 mg/dl. The patient did not seek any medical attention. The patient also noted she had been ill with a stomach flu and had not eaten normally prior to this event. During the troubleshooting telephone call, it was determined the reporter had replaced the pump battery on (B)(6) 2012 but had not reset the date/time setting correctly. The pump's time was incorrect by twelve hours, which can affect basal rate settings/delivery doses. There was no evidence the pump did not accurately deliver insulin as programmed. The patient¿s technique was incorrect by not correctly setting the pump's time. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download does not show the pump time and date reset to the default setting. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. Evaluation revealed the internal clock battery on the pcb board was leaking and had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was exercised for 29 hours with no delivery issues. This complaint is not being reported.